Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, uterovaginal prolapse and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection and vaginal burning and itching. (B)(4) ¿vaginal burning.